Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the lithium (li) assay on a cobas 8000 cobas c 502 module. Patient sample 1: the sample initially resulted in a lithium value of > 4.15 mmol/l, accompanied by a data flag. The sample was repeated three times, resulting in lithium values of < 0.058 mmol/l accompanied by a data flag, 1.703 mmol/l and 0.097 mmol/l. Patient sample 2: the sample initially resulted in a lithium value of > 7.554 mmol/l accompanied by a data flag and repeated as > 15.111 mmol/l, accompanied by a data flag. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The lithium reagent lot was 674192 with an expiration date of 31-oct-2024. Investigation is ongoing.

Manufacturer narrative:
The last calibration performed on (B)(6) 2023 had an alarm. The quality control results were acceptable. There was no indication of a performance issue with the reagent. Upon review of the alarm trace, multiple abnormal aspiration and sample short alarms were observed. The field service engineer decontaminated the instrument, performed preventive maintenance, and adjusted the probe and rinse volume. The instrument is running back within specifications. The investigation determined the service actions performed resolved the issue.